Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawers were offline, and a message appeared on the screen indicating this. The user was unable to log in to issue smz/tmp 800/160 mg tablets. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) walked the customer through restarting the cabinet using the power switch. Then all in one (aio) was restarted and found no failed drawers in populate buttons screen. The system functioned as intended after the technical support specialist troubleshot the device.